Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. The device passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart alarm, off no power test, prime test, occlusion test, and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked battery tube threads, minor scratched display window, and a missing end cap sticker.